Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17583524 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber 5mm 4cm 90 was inflated, but it ruptured at 4 atm. Therefore it was replaced with the same size new saber pta. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. This was a shunt pta case. The target lesion was the radial vein. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Additional information has been requested.

Manufacturer narrative:
As reported a saber 5mm 4cm 90 was inflated, but it ruptured at 4 atm. Therefore it was replaced with the same size new saber pta. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. This was a shunt pta case. The target lesion was the radial vein. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 0.9 wt % , the ratio has not been changed. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 4 atmospheres (atm). The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17583524 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber 5mm 4cm 90 was inflated, but it ruptured at 4 atm. Therefore it was replaced with the same size new saber pta. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. This was a shunt pta case. The target lesion was the radial vein. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 0.9 wt % , the ratio has not been changed. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 4 atmospheres (atm). The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown.